Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure for an obstructed superficial femoral artery using the rotarex catheter. During the procedure, the spring of the catheter was allegedly had broken inside the patient's body. No broken parts were left inside the patient's body.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample a catheter and a guide wire was returned for evaluation and physically investigated. During physical investigation, the guide wire were found broken at 75 cm from the tip of the guide wire. The golden tip was found without any damages. The guide wire coating was off on the most parts close to the break. The test guide wire went through with resistance until the metal gear wheel. The catheter needed to be flushed due to the blockage. It was not possible to perform the aspiration test. The catheter was cut for further investigations. Tube was removed 30 cm from the kink protection of the catheter, a lot body material was found. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device expiration date #), g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure for an obstructed superficial femoral artery using the rotarex catheter. During the procedure, the spring of the catheter was allegedly had broken inside the patient's body. No broken parts were left inside the patient's body.